Manufacturer narrative:
Additional review of this MDR shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. The patient was having surgery to replace the battery and it was indicated that battery depletion was normal. This considered elective replacement surgery and not as a significant medical intervention/serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received from the consumer's family reported that the patient had bad tremors including in hands, arms, face and legs which existed prior to implant. It was indicated that the implant helped 70% (primarily hands/arms,face and a little of legs). The patient's symptoms had progressively gotten worse over time, which had led to legs being weak and patient falling a few times. The patient used a walker. The patient was scheduled to have ipg replaced on (B)(6) 2016 due to normal battery depletion. The patient's tremors had gotten worse since low batteries. The patient had to keep ipg (s) on 24 hours /day to manage the tremors.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare professional reported via a manufacturer's representative that patient experienced loss of symptom control when battery level reached 2.61. Eri (elective replacement indicator) was noted. Regarding what led to the event, how was the issue identified, it was noted: return of tremor. It was noted: replacement surgery will be scheduled in near future. Patient status at the time of the reporting was noted as: alive, no injury. Additional information received from the manufacturer's representative noted that bilateral ipg (implantable pulse generator) replacement was planned on (B)(6). Regarding when did the patient first start experiencing the return of tremor, it was noted: patient called (B)(6) clinic on (B)(6) 2016 reporting that tremor was not well controlled on either side. Left ipg voltage level reads - 2.67 and right ipg reads 2.61. Cause of the return of tremor was noted as unknown. Regarding actions/interventions taken to resolve the return of tremor, it was noted: none, the patient lived out of town. Indications for use were noted as parkinson's dual and movement disorders.